Manufacturer narrative:
The creatinine plus ver.2 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the rinse levels were out, and the cell blank and detergent levels were not correct in the cells. The fse ran mechanism checks and checked for any leaks on the rinse mechanisms. The fse checked for wear on rinse tubing and checked squeegees and found no issues. The previous cell blank had some values farther off than the other cells, and the cell blank level was too high, and the detergent level was too low. The fse readjusted all cell rinse levels to specification and also checked that the main pump was at the correct pressure, and replaced the lamp. For verification, the cell blank and the cell absorbance were successfully close on each cuvette, and the instrument was returned to the customer for use without any cell blank alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 cobas c 701 module for multiple patients. Results were provided for one patient as an example. The initial result was 1.05 mg/dl, and the repeat result on another c 701 was 0.63 mg/dl. The repeat result was deemed to be correct. The customer repeated the sample after receiving recurring instrument alarms for cell blanks.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.